Event description:
Dexcom technical support was contacted via email on (B)(4) 2012, to report a potential broken sensor. No additional information was provided. Dexcom technical support attempted to collect additional information to no avail.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.